Event description:
It was reported the pt did not have stimulation coverage of her back. X-rays were taken which revealed the surgical lead had migrated. The physician unsuccessfully attempted to place a new percutaneous lead on (B)(6) 2013. Follow up identified the physician planned to reposition the existing lead in this report at a future date. Reference MFR report: 1627487-2013-04466 for the lead which the physician attempted to implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.